Manufacturer narrative:
(B)(4). No unit was returned for evaluation. The instructions-for-use (IFU) provided with this kit warns the user "if significant resistance is felt by inserting the bypass tube into the manta sheath, remove the entire system and open a new device." The details of the complaint were reviewed; the same manta was used to complete the case. No patient harm noted. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. A device history record review was performed, and no relevant findings were identified. Based on the information, the most likely root cause of the issue is undeterminable.

Event description:
It was reported that "18fr manta valve resistance during closure after tavr case with edwards valve system which caused it to back out and affected the tip and anchor. There was no harm or consequence to the patient. "

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "18fr manta valve resistance during closure after tavr case with edwards valve system which caused it to back out and affected the tip and anchor. There was no harm or consequence to the patient. "